Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the insulin was cold in the cartridge. Tandem technical support educated the customer on correct fill process. Customer¿s blood glucose level was 148 mg/dl.